Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 371 mg/dl. The customer had delivered a bolus an hour and a half prior to the call and had started to see a decrease of bg level. The customer reported that a successful system check was performed prior to calling tandem technical support. A recommendation was made to change the site and to discuss elevated bg with their healthcare provider.